Event description:
The customer reported an intermittent saturation fault. This may prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and ordered the batteries for replacement. The customer will replace the batteries when they arrive. No further repair info is available.